Event description:
The reporter stated that the device results were hi, 452 and 498 mg/dl. The patient was not feeling well - blurred vision, dry skin and thirsty. He went to the hospital and his glucose tested hi there as well. He was treated for dehydration and also given an insulin shot before being sent back home.